Event description:
During knee arthroscopy, no change in pressure, no alarm and unit was running really fast resulting in edema in upper thigh. The swelling subsided before end of case. No other information is available.

Manufacturer narrative:
Erratic pressure and flow is caused by damaged transducer. Transducer has multiple dents in foil surface. Unit passes functional tests with a test transducer. Damage to transducer is due to improper maintenance.